Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left motor is making a very loud growling/grinding noise and pulling to the left.